Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked case at battery tube side, cracked battery tube threads minor scratched display window, fading serial number label, cracked keypad overlay at select button and scratched case.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that there is a large crack in the back of the insulin pump, the retention ring fell off and the battery cap is broken. The customer tried to glue the battery cap together so she could fasten it and keep the battery inside the pump. The insulin pump will be sent back for analysis.